Event description:
Additional event details: it was reported that the patient underwent heart transplant, expedited due to persistent low flow alarms. A continuous red heart alarm was noted.

Manufacturer narrative:
Section b5: additional information section b2: correction section d7: correction section d4,10: additional information section h3,4: additional information manufacturer's investigation conclusion: the report of pump malposition could not be conclusively confirmed through this investigation. While evaluation of vad-60642 confirmed the presence of thrombus in the pump which could have contributed to the reported elevated ldh and noted power elevations, a specific cause for the thrombus could not be conclusively determined. The submitted system controller log files captured 14 low flow hazard alarms. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. In addition, elevations in power (as high as 16.4 w) and corresponding flow (as high as 12 lpm) were also captured. No additional atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The system appeared to be operating as intended. The interior of the inflow knitted graft revealed a biological lining. Although the report of pump malposition could not be conclusively confirmed, the lining within the inflow conduit flex section appeared thicker on one side than the on the other. Upon disassembly of vad-60642, examination of the inlet bearing ball/rotor inlet section revealed a thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to be in the early stages of development, which is an indication that it developed over an undetermined duration of time while the pump was operating. In addition, a large thrombus formation was observed surrounding the outlet bearing cup and ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. The dark areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. Visual inspection of the remaining blood-contacting surfaces of the returned device did not identify any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported elevated ldh as well as the elevations in power and low flow events noted in the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 4 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Patient had issues with malpositioned pump. Patient's lactate dehydrogenase (ldh) was elevated with dark urine with high powers. The log file analysis showed that there was an abrupt upward shift in pump power with powers as high as 16.4w noted on (B)(6) 2019. These higher powers were sustained for the remainder of the log file between 8-16w. On (B)(6) 2019, the patient underwent a heart transplant.